Event description:
This is 1 of 2 MDR's filed for similar events in one dialysis unit. Three hours into hemodialysis treatment a leak was noticed on the venous bloodline below the venous chamber. Type of leak and exact location of leak are not known. The extracorporeal circuit was discarded resulting in ebl = 250 cc. Complaint sample has not been returned to medisystems at the time of filing initial MDR. Due to confidentiality paitent initials, sex, age, and weight were not provided. No patient injury or need for medical intervention are reported.